Manufacturer narrative:
Following our receipt of the three returned used partial sensors (insertion needles do not return) and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Place sensor under microscope and found sensor flex broken missing broken part. Unable to continue with functional testing due to sensor being damaged. See attached pictures for details. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor being broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential discrepancy between sensor glucose and blood glucose values outside the acceptable limit. Customer received a change sensor alert, a calibration not accepted alert and a sensor updating alert. The event involved product(s) sensor mmt-7040a. Troubleshooting was performed for sensor glycose and blood glucose level. The blood glucose value was 126 mg/dl, and the sensor glucose value was 90 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 33%. No harm requiring medical intervention. No further patient complications were reported. Mmt-7040a was requested and customer response was the device was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.